Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2022. Customer's blood glucose level was 400 mg/dl. Customer was treated with insulin drip and manual injection. Customer had blood glucose level of 332 mg/dl. Customer was alleging insulin pump for under delivering because customer was hospitalized four times due to this insulin pump. Customer stated that there was no air bubbles and leak. Customer was using auto mode. Customer will discontinue use of the device.